Event description:
I was sent an ares device that you wear 2 nights to test for sleep apnea. It involved a little machine, with tubing and a belt. I was told to watch this: (B)(6). My machine had add'l tubing and a belt, which was not explained in the video. I used the device and the 1st night I noticed my throat was sore, and the 2nd night it was worse. Well today, day 3 I am very sick. I don't believe the tubing was sanitized correctly. I called the company to complain, and they assured me it was sanitized, but still there is no other reason for me to be ill, except I was getting unsanitary air from the cannula. I returned the device so at this point you would have to contact this company: (B)(6).